Event description:
The balloon cracked.

Manufacturer narrative:
The sample was received on 08 january 2009 for the investigation. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).